Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added :b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that after investigation, the patient underwent total hip arthroplasty on (B)(6) 2025 due to "arthritis". 121881752 was planned to be implanted during the surgery. While implanting the liner, the rim of the liner fractured. The surgeon immediately removed all the fragments and washed the implantation site, and then replaced a new ceramic liner for implantation. The subsequent surgical operation went smoothly. The surgery time was delayed for about one hour. This event did not cause any harm to the patient except for the prolonged operation time. The patient was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary liner breakage intra-op. It was reported that the ceramic liner broke at the rim during surgery, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). The photo investigation revealed that the ea delta cer insert 36idx52od has fractured in multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630907 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630907 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage intra-op. It was reported that the ceramic liner broke at the rim during surgery, all the fragments were retrieved and cleared. Another liner was changed out to complete the surgery. The surgery was delayed for about 30 minutes. The patient is currently stable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke at the rim during surgery, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the ea delta cer insert 36idx52od has fractured in multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630907 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630907 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: fording to the information received, liner breakage intra-op. It was reported that the ceramic liner broke at the rim during surgery, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently¿. The ea delta cer insert 36idx52od (lot. 4630907) returned to medtech orthopaedics for evaluation. The complaint unit was forwarded to the supplier for further evaluation. Visual analysis revealed that the rim of the returned ceramic liner has fractured into two small fragments. Metal transfer of erratic appearance can be found on the liner. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in top section of the taper of the liner. The liner does not exhibit such patterns. Additionally, intensive metal transfer can be found on the transition of the taper bottom; this metal transfer indicates a tilted position of the liner during the impaction. The rim of the liner is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the liner in the metal cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx52od may have been caused by exposure due to misalignment during the process of positioning the liner. Consideration must be given to all potential influences during the surgical procedure. A manufacturing record evaluation was performed for the finished device [121881752 / 4630907] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630907 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630907 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.